Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. D10: concomitant med products and therapy dates: velys base station device, robotic assisted satellite station device on (B)(6) 2025. D4, h4, UDI: the lot number is currently unavailable; therefore, the device manufacture date is unknown and the UDI is incomplete. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
It was reported that during an unspecified surgical procedure, it was discovered that the screen on the robotic-assisted solution satellite station device had frozen, the buttons were unresponsive, and the saw could not be shut down. Additionally, it was reported that the wheel lock on the satellite station device was not working. The devices were used in conjunction with the robotic-assisted base station device. It was reported that there were no delays in the surgical procedure. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.